Event description:
It was reported that the right atrial lead was undersensing atrial fibrillation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the full lead was returned and analyzed. Primary analysis results revealed no anomalies. Results also showed blood/body fluid (not obstructed) on the proximal conductor. The outer insulation cosmetic had environmental stress cracking and metal induced oxidation. The outer insulation was breached out. There was blood in/on the helix mechanism and apparent explant damage was observed.